Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 31 of 34 devices were returned for evaluation. 2 devices will not be returned for evaluation. We are awaiting the return of 1 device. Evaluation of one device found friction to be the cause of the overheating. This device had a visible black mark on the underside of the cap. This is considered misuse of the device. The device was repaired and returned to the customer. Evaluation of six devices found excessive wear due to a lack of proper maintenance. However, these devices did not overheat during evaluation. These devices were repaired and returned to the customer. Evaluation of five devices found excessive wear due to a lack of proper maintenance. These devices did overheat during evaluation. These devices were repaired and returned to the customer. Evaluation of four devices found excessive wear due to a lack of proper maintenance. There was also debris build up in these devices. These devices did not overheat during evaluation. These devices were repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. There was also debris build up in this device and a lack of lubrication. This device did not overheat during evaluation. This devices was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. This handpiece was also deformed (internally) due to the poor maintenance. This device did not overheat during evaluation. This devices was repaired and returned to the customer. Evaluation of ten devices found excessive wear due to a lack of proper maintenance. There was also evidence of friction in these devices and debris build up. These devices did not overheat during evaluation. These devices were repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. This device also failed the current test. This device did overheat during evaluation. This devices was repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance. There was also debris build up in these devices. These devices did overheat during evaluation.

Event description:
This report summarizes <noe> 34 </noe> malfunction events. This report summarizes 34 malfunction events where midwest e plus 1:5 handpieces overheated during use. In six events, patients were burned, but did not require medical intervention for the minor burns. In 28 events, there were no injuries to any patients.